Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the generator self activated. When an electrosurgical pencil is plugged into the monopolar connector of the unit, the bi-polar connection is automatically turned on and won't shut off until the unit is powered off. There was no patient injury.